Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a past no delivery alarm on the insulin pump. Customer stated that he has been using it all day but the infusion set does not seem like it is working because his blood glucose is 50 mg/dl right now. Customer's blood glucose was 200 mg/dl at the time of the incident. Customer reported an alarm occurred during manual prime. Customer was advised that a possible connection issue or occlusion in the tubing or reservoir could lead to the no delivery alarm. Customer tried to rewind the pump and change out the reservoir but it did not work. Customer reported that the event was resolved by complete set change. Customer also reported a high blood glucose of 506 mg/dl. Customer already treated with the pump. Customer declined troubleshooting for the high blood glucose since the set was already changed out. Customer thinks it is an issue with the set.